Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise and resulted in pacing inhibition for several seconds. No adverse patient effects to the pacemaker-dependent patient have been reported. The noise, present on all channels, caused the device to charge. Each episode was diverted; no innapropriate therapy was delivered to the patient. Attempts to recreate the noise clinically were unsuccessful.